Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, early battery depletion was noted. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
The device was returned for premature depletion and the field event was not confirmed. The device was found to be within estimated longevity. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance was tested and found normal.